Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during an esophageal dilatation procedure on a patient over the age of (B)(6). According to the complainant, the balloon was bent. The case was completed with another cre fixed guidewire dilatation balloon. There were no patient complication as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Due to the ambiguity of the event description, the complaint has been deemed a reportable event. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received that the lot number of the suspect device is 12452101. The device lot number, device expiration, and device manufactured date fields have been updated accordingly. Investigation results. A visual examination of the returned device noted a kink in the working length of the catheter. A functional test of the device was performed and the balloon inflated according to specification. The condition and analysis of the returned device concluded there were no defects on the balloon portion of the device as originally reported. The only defect noted was the kink in the catheter, therefore this event is now deemed non-reportable. The most probably root cause of the kink was determined to be handling damage. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device; therefore the device expiration date and device manufactured date are unknown. The device has been received by the manufacturer however an evaluation has not yet begun. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during an esophageal dilatation procedure on a patient (B)(6). According to the complainant, the balloon was bent. The case was completed with another cre fixed guidewire dilatation balloon. There were no patient complication as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Due to the ambiguity of the event description, the complaint has been deemed a reportable event. Should additional information become available, a supplemental report will be submitted.